Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was cracked on top case by the tube holders also on the right plunger case and battery door. Syringe testing and flange sensor testing was performed and was unable to duplicate the problem. However, the root cause of the reported issue was found to be normal wear. A combination of optocoupler and ear clip assembly were found old, dirty and worn out which was causing the check syringe flange sensor intermittently. Replaced optocoupler and ear clip assembly. Performed all the functional testing which passed. No product information has been provided to date.

Event description:
It was reported that there was a check syringe flange sensor. No patent injury was reported.